Event description:
It was reported that when using the bd pyxis medflex system was unable to issue medication.the customer reported that they were unable to add medication to the patient profile. The required medication was med lorazepam 2mg inj. There was no delay in patient care workflow.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to add medication to the patient's profile. A technical support specialist mentioned that the client advised the user that waiting 4 hours was too long. The client had the permissions for cycle counting, and the user was able to do the cycle count for the key and made a note to grab the medication from the fridge. The system functioned as intended after troubleshooting the device.